Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Troubleshooting on the imaging system, including preliminary log analysis, found that the k1 relay, power supply board and the generator isolation board were at fault. To resolve the reported issue, the components were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed that the generator of the system was not readying. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect power control board for the generator was returned to the manufacturer for evaluation. Testing found that the board failed bench testing as the output was missing from the board. The suspect power supply board and relay have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The pcba supply board was returned to the manufacturer for analysis. Analysis found that the alleged issue could not be replicated. The returned supply board was installed into an imaging system. The system readied and both 2d and 3d imaging were successful.

Manufacturer narrative:
The relay was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.